Manufacturer narrative:
Additional information: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported signs of intracapsular rupture of the right implant. Device remains implanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: red particles on the surface of the shell. Opening. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Additional, changed, and/or corrected data: b5, d.6.b, h6.

Event description:
The device has been explanted.